Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) not powering on was confirmed. The mpu was evaluated at the pleasanton service depot. When the mpu was connected to power, it was noted that the mpu did not power on as intended, confirming the reported event. The issue was traced to fluid ingress on the main printed circuit board (pcb). The main pcb was replaced, and the unit was able to pass all functional testing and was returned to customer. The root cause of the reported event was determined to be fluid ingress onto the main pcb of the mpu. Incidental findings: loose encasing of the patient cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 6 of the patient handbook ¿caring for the equipment¿ and section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Section 10 of the patient handbook ¿safety checklists¿ and section e of the IFU¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a yellow wrench alarm. Then battery alarm, then all light went off. An attempt was made to charge the batteries with no resolution and all lights remained off.